Event description:
After successfully completing a pt treatment on the microselectron hdr unit, a failure of one of the transfer tubes occurred in which the tube connector on the "head side" of the transfer device became dislodged from the transfer tube itself. Apparently, the glue that holds the connector onto the tube had failed as the connector was being removed from the treatment head of the machine. The transfer tube was part of the newly purchased set and had barely been used. There were no injuries to either the pt or staff members as a result of this product failure. The MFR has been notified. The other transfer tubes in the set were found to be securely fastened to their connectors.